Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy asr hip implant. Patient has experienced physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering, and loss of earnings.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip implant. Patient has experienced physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering, and loss of earnings. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (left side).

Manufacturer narrative:
Depuy still considers this investigation closed.